Manufacturer narrative:
Product event summary: analysis could not confirm the programmer turned off randomly during use; programmer was left powered on overnight and it did not power off. Analysis confirmed several error messages from programmer error log records. Analysis could not confirm intermittent interrogated problem; programmer was able to interrogate devices without issue. Analysis found the keyboard was pulling apart at the right hinge pin.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer was turning of randomly during use and several error messages had appeared. It was also reported that the programmer was interrogating devices intermittently or taking a very long time. A new radio frequency (rf) programmer head was tried with no success. The programmer was returned for repair. No patient complications have been reported as a result of this event.